Manufacturer narrative:
Mml# (B)(4). The implantable pulse generator (ipg) and lead were returned for analysis. The ipg passed the functional testing and operated within the manufacturer's specifications. Visual inspection revealed rounded, fractured coils across all coils. The analysis confirmed that fractures in the lead conductor caused the out-of-range/high impedance observed with the stimulation lead. No functional testing can be carried out because the lead was received cut into two segments. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). Updated h6 and date of the explant. The patient's weight at the time of the implant in 2017 was 73 kg and 42 years old. Other device explanted: model: 5100 descriptions: implantable pulse generator (ipg). Serial number: (B)(6). UDI #: (B)(4).

Event description:
It was reported that all electrodes of the right lead were out of range. The patient was unable to run therapy. There was no report of patient harm or injury. The patient was reprogrammed to unilateral stimulation only until the revision surgery could be scheduled. The patient underwent revision surgery to replace the right lead. The right lead was removed, and a new lead was implanted. Unrelated to the alleged out-of-range issue, the implantable pulse generator (ipg) was replaced as a precaution due to the age of the ipg.

Manufacturer narrative:
Mml# (B)(4). The implantable pulse generator (ipg) and lead were returned for analysis. The ipg passed the functional testing and operated within the manufacturer's specifications. Visual inspection revealed rounded, fractured coils across all coils. The analysis confirmed that fractures in the lead conductor caused the out-of-range/high impedance observed with the stimulation lead. No functional testing can be carried out because the lead was received cut into two segments. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The post-initial implant imaging was reviewed, and it was found that improper implant technique contributed to the out-of-range failure. Updated h6 and date of the explant. The patient's weight at the time of the implant in 2017 was 73 kg and 42 years old. Other device explanted: model: 5100. Description: implantable pulse generator (ipg). Serial number: (B)(6). UDI #: (B)(4).

Event description:
It was reported that all electrodes of the right lead were out of range. The patient was unable to run therapy. There was no report of patient harm or injury. The patient was reprogrammed to unilateral stimulation only until the revision surgery could be scheduled. The patient underwent revision surgery to replace the right lead. The right lead was removed, and a new lead was implanted. Unrelated to the alleged out-of-range issue, the implantable pulse generator (ipg) was replaced as a precaution due to the age of the ipg.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that all electrodes of the right lead were out of range. The patient was unable to run therapy. There was no report of patient harm or injury. The patient was reprogrammed to unilateral stimulation only until the revision surgery could be scheduled. The patient underwent revision surgery to replace the right lead. The right lead was removed, and a new lead was implanted. Unrelated to the alleged out-of-range issue, the implantable pulse generator (ipg) was replaced as a precaution due to the age of the ipg.